Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate shock therapy due to a svt. Programming changes will be discussed with the physician and the patient will continue to be monitored.